Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to perform pump reset, completed reset during call, and pump responsiveness returned, resolving issue with no further concerns reported.